Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/severe abdominal pain"), neck pain ("too much pain in neck"), headache ("severe headache"), muscular weakness ("lack of strength in the left side of the body"), the first episode of granuloma skin ("lump in the operation site/a point that sticks out in the belly button area/granuloma by foreign body"), post procedural infection ("infection in the surgery points site") and the second episode of granuloma skin ("lump appeared again") in a female patient who had essure (batch no. 952108) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced injury ("she was injured when the product was inserted"). On (B)(6) 2016, the patient experienced post procedural infection (seriousness criterion medically significant) with pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), neck pain (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), muscular weakness (seriousness criterion hospitalization), the first episode of granuloma skin (seriousness criterion medically significant) with abdominal pain, the second episode of granuloma skin (seriousness criterion medically significant), allergy to metals ("positive results to nickel, palladium, and silver"), adnexa uteri pain ("pain in the ovaries"), pyrexia ("fever"), fatigue ("tiredness"), polymenorrhoea ("irregular menstrual bleedings (2 or 3 times monthly)"), arthralgia ("joints pain"), hypoaesthesia ("numbness in legs and arms"), paraesthesia ("tingling sensation"), mood altered ("mood changes"), depressed mood ("low mood"), anxiety ("anxiety"), amnesia ("loss of memory") and insomnia ("insomnia"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with analgesics, surgery (bilateral salpingectomy through laparoscopy), surgery. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, neck pain, headache, muscular weakness, injury, adnexa uteri pain, pyrexia, fatigue, polymenorrhoea, arthralgia, hypoaesthesia, paraesthesia, mood altered, depressed mood, anxiety, amnesia and insomnia had resolved and the post procedural infection, the last episode of granuloma skin and allergy to metals outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, amnesia, anxiety, arthralgia, depressed mood, fatigue, headache, hypoaesthesia, injury, insomnia, mood altered, muscular weakness, neck pain, paraesthesia, polymenorrhoea, post procedural infection, pyrexia, the first episode of granuloma skin and the second episode of granuloma skin to be related to essure. The reporter commented: she referred after the surgery she was presented twice to the urgency department due to a severe abdominal pain. She presented a lump in the operation site, a point that sticks out in the belly button area, they indicated it was a granuloma by foreign body which required surgery because she had pain. On (B)(6) 2016 she underwent a surgery to remove it, she had to be presented again to the urgencies because on (B)(6) 2016, she presented infection in the surgery points site. She referred the lump appeared again and referred than on (B)(6) 2017 she was waiting to be schedule for the surgery. She referred she was prescribed with treatment medication for a suspected epilepsy; later, it was confirmed she had not this disease. Diagnostic results: the patient commented that before the product insertion, radiography and a pregnancy test were performed without significant results, she stated nobody asked her if she had some allergy to metals. She referred that in several occasions, laboratory tests as resonances, computerized axial tomography, echographies, and analytics were performed without relevant findings and showing that essure was well placed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/severe abdominal pain"), neck pain ("too much pain in neck"), headache ("severe headache"), muscular weakness ("lack of strength in the left side of the body"), the first episode of granuloma skin ("lump in the operation site/a point that sticks out in the belly button area/granuloma by foreign body"), post procedural infection ("infection in the surgery points site") and the second episode of granuloma skin ("lump appeared again") in a female patient who had essure (batch no. 952108) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced injury ("she was injured when the product was inserted"). On (B)(6) 2016, the patient experienced post procedural infection (seriousness criterion medically significant) with pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), neck pain (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), muscular weakness (seriousness criterion hospitalization), the first episode of granuloma skin (seriousness criterion medically significant) with abdominal pain, the second episode of granuloma skin (seriousness criterion medically significant), allergy to metals ("positive results to nickel, palladium, and silver"), adnexa uteri pain ("pain in the ovaries"), pyrexia ("fever"), fatigue ("tiredness"), polymenorrhoea ("irregular menstrual bleedings (2 or 3 times monthly)"), arthralgia ("joints pain"), hypoaesthesia ("numbness in legs and arms"), paraesthesia ("tingling sensation"), mood altered ("mood changes"), depressed mood ("low mood"), anxiety ("anxiety"), amnesia ("loss of memory") and insomnia ("insomnia"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with analgesics and surgery (bilateral salpingectomy through laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, neck pain, headache, muscular weakness, injury, adnexa uteri pain, pyrexia, fatigue, polymenorrhoea, arthralgia, hypoaesthesia, paraesthesia, mood altered, depressed mood, anxiety, amnesia and insomnia had resolved and the post procedural infection, the last episode of granuloma skin and allergy to metals outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, amnesia, anxiety, arthralgia, depressed mood, fatigue, headache, hypoaesthesia, injury, insomnia, mood altered, muscular weakness, neck pain, paraesthesia, polymenorrhoea, post procedural infection, pyrexia, the first episode of granuloma skin and the second episode of granuloma skin to be related to essure. The reporter commented: she referred after the surgery she was presented twice to the urgency department due to a severe abdominal pain. She presented a lump in the operation site, a point that sticks out in the belly button area, they indicated it was a granuloma by foreign body which required surgery because she had pain. On (B)(6) 2016 she underwent a surgery to remove it, she had to be presented again to the urgencies because on (B)(6) 2016, she presented infection in the surgery points site. She referred the lump appeared again and referred than on (B)(6) 2017 she was waiting to be schedule for the surgery. She referred she was prescribed with treatment medication for a suspected epilepsy; later, it was confirmed she had not this disease. Diagnostic results: the patient commented that before the product insertion, radiography and a pregnancy test were performed without significant results, she stated nobody asked her if she had some allergy to metals. She referred that in several occasions, laboratory tests as resonances, computerized axial tomography, echographies, and analytics were performed without relevant findings and showing that essure was well placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation for ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/severe abdominal pain"), neck pain ("too much pain in neck"), headache ("severe headache"), hemiparesis ("lack of strength in the left side of the body"), the first episode of granuloma skin ("lump in the operation site/a point that sticks out in the belly button area/granuloma by foreign body"), postoperative wound infection ("infection in the surgery points site") and the second episode of granuloma skin ("lump appeared again") in a female patient who had essure (batch no: 952108) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural complication ("she was injured when the product was inserted"). On (B)(6) 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant) with pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), neck pain (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), hemiparesis (seriousness criterion hospitalization), the first episode of granuloma skin (seriousness criterion medically significant) with abdominal pain, the second episode of granuloma skin (seriousness criterion medically significant), allergy to metals ("positive results to nickel, palladium, and silver"), adnexa uteri pain ("pain in the ovaries"), pyrexia ("fever"), fatigue ("tiredness"), polymenorrhoea ("irregular menstrual bleedings (2 or 3 times monthly)"), arthralgia ("joints pain"), hypoaesthesia ("numbness in legs and arms"), paraesthesia ("tingling sensation"), mood altered ("mood changes"), depressed mood ("low mood"), anxiety ("anxiety"), amnesia ("loss of memory") and insomnia ("insomnia"). The patient was hospitalized from on (B)(6) 2013. The patient was treated with analgesics and surgery (bilateral salpingectomy through laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the neck pain, headache, hemiparesis, procedural complication, adnexa uteri pain, pyrexia, fatigue, polymenorrhoea, arthralgia, hypoaesthesia, paraesthesia, mood altered, depressed mood, anxiety, amnesia and insomnia had resolved and the postoperative wound infection, the last episode of granuloma skin and allergy to metals outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, amnesia, anxiety, arthralgia, depressed mood, fatigue, headache, hemiparesis, hypoaesthesia, insomnia, mood altered, neck pain, paraesthesia, polymenorrhoea, postoperative wound infection, procedural complication, pyrexia, the first episode of granuloma skin and the second episode of granuloma skin to be related to essure. The reporter commented: she referred after the surgery she was presented twice to the urgency department due to a severe abdominal pain. She presented a lump in the operation site, a point that sticks out in the belly button area, they indicated it was a granuloma by foreign body which required surgery because she had pain. On (B)(6) 2016 she underwent a surgery to remove it, she had to be presented again to the urgencies because on (B)(6) 2016, she presented infection in the surgery points site. She referred the lump appeared again and referred than on (B)(6) 2017 she was waiting to be schedule for the surgery. She referred she was prescribed with treatment medication for a suspected epilepsy; later, it was confirmed she had not this disease. Diagnostic results: the patient commented that before the product insertion, radiography and a pregnancy test were performed without significant results, she stated nobody asked her if she had some allergy to metals. She referred that in several occasions, laboratory tests as resonances, computerized axial tomography, echographies, and analytics were performed without relevant findings and showing that essure was well placed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 22-jan-2019 for the following reason: case will be deleted from argus database since it is a fup of case: (B)(4). No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.